Manufacturer narrative:
Our product evaluation lab received one model number 120804fp catheter without any attached components. The balloon was deteriorated, and many holes were observed at the distal area. After cutting the proximal windings, the edges of holes did not appear to match up. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings and catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of the fogarty catheter model number 120404fp from lot 64052436, did not inflate during the inflation test before use in the patient. Blood was found on the device, but no infection. There were no patient complications reported.

Manufacturer narrative:
Engineering evaluation was completed. A CAPA was initiated for the latex deterioration issue and a product risk assessment was needed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.